Event description:
This is filed to report single leaflet device attachment. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and a restricted anterior leaflet. It was noted imaging was difficult due to patient anatomy. An ntw clip was successfully implanted. To further reduce mr, a second ntw (20824a1068) was opened. However, during preparation, the clip arms would not open after being closed. Troubleshooting was performed, but the issue was unable to be resolved. The physician stated the lock lever felt loose. Therefore, the clip was not used and was replaced. Another ntw clip (20912r1078) was grabbed, but during preparation, opening of the clip was noted to be difficult as the clip arms popped open. The clip was closed and when reopening, everything worked as intended. Therefore, the clip was inserted, and grasping was performed. Grasping was difficult and the anterior leaflet became caught on one of the grippers. Troubleshooting was performed and the clip was able to be freed from the leaflet. However, the grippers were no longer working as intended. The clip was removed and replaced with an xtw (21202r2057). The clip was successfully deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the clip, an additional xtw was implanted. However, mr was unable to be reduced and remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with difficult imaging due to patient anatomy. The reported mitral valve insufficiency/ regurgitation (unchanged mr) appears to be due to the single leaflet device attachment (slda). The reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report number.na.